Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other perclose proglide device is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6fr sheath after a diagnostic procedure. Reportedly, the sutures did not catch properly and were removed. The sutures of a second proglide device were placed; however, the second proglide device was "lodged" in the patient's access site and was unable to be removed. A general anaesthetic was used and surgical intervention was performed to remove this device safely and "patch" the arteriotomy. The physician is reported to be trained in the use of the proglide device. There was a reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported sutures did not catch properly was confirmed as a foot break, resulting in a cuff miss, was observed. In addition, analysis of the retuned device found a posterior foot break. The detached foot was not returned with the proglide device. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.